Event description:
A patient underwent a port catheter access procedure using power port m.r.I. Isp. On (B)(6) 2025, during routine access of the port catheter, it was reported that the patient reported pain upon injection of 2cc of sodium chloride, and no blood return was observed. Subsequent imaging revealed a rupture of the catheter at the level of the right subclavian region, with evidence of migration of a catheter fragment. It was further reported that fluid leakage was also observed. The catheter was removed, and a new catheter was placed. However, the current status of the patient was unknown

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. The investigation is inconclusive for the reported catheter fracture, material separation, migration, suction issue and fluid leak as no objective evidence was provided for review. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. B5, d6a, g3, h6 (device, method). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
A patient underwent a port catheter access procedure using power port m.r.I. Isp. On (B)(6) 2025, during routine access of the port catheter, it was reported that pain upon injection of 2cc of sodium chloride, and no blood return was observed. Subsequent imaging revealed a rupture of the catheter at the level of the right subclavian region, with evidence of migration of a catheter fragment. The procedure was completed by removing the damaged catheter and placed a new catheter. However, the current status of the patient was unknown.